Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The device had loose/slanted drive support disk noted. It also had minor scratches on lcd window, cracked reservoir tube lip, and scratches on reservoir tube window.

Event description:
It was reported that the customer is having high blood glucose levels that won't come down. Customer's blood glucose level was 253 mg/dl. Customer was vomiting and felt dizzy and thirsty. Customer gave herself a bolus. Customer stated that the drive support cap is high on one side and sunk on the other. The drive support cap is not leveled with the pump and recessed as it should be. Pump passed the high pressure tests. Pump was working as designed. Customer was advised to change the entire set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.